Manufacturer narrative:
The reagent lot number is 909611. The expiration was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable albumin bcp results for 1 patient sample on a cobas pure c 303 analytical unit. The initial result was 8 g/l. The repeat result was 35 g/l.